Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 05/12/2022. On (B)(6) 2022 at 1:00 am the spouse heard the patient making strange noises and tried to wake her up, however she did not respond. At the time, the medtronic insulin pump showed low readings and the receiver values were not reviewed by the husband. He put maple syrup in her mouth. The son called paramedics who arrived 20 minutes later. The bg finger stick was 1.2 mmol/l (21.62 mg/dl). She was given a glucagon injection in the abdomen and IV dextrose. Thirty minutes later the patient had regained consciousness and was talking. She was in good condition and had recovered. The patient was traveling at the time of the event, and believed the sensor was inaccurate because she did not receive a low alert. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A receiver with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. Funcational testing was performed and passed. A review of the share logs was performed and no issue was found within the investigation window. The allegation was not confirmed. The probable cause was unable to be determined via product. No additional patient or event information is available.